Event description:
Had to have a revision surgery on my right hip because the device that was originally used, the depuy pinnacle mom hip implant, was releasing metal into my body. FDA safety report ID # (B)(4).